Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free was clogged/blocked/occluded and experienced tubing expansion/ballooning/bulging. The following information was provided by the initial reporter: material #: 2420-0007, batch/ lot #: unknown. After priming a new IV tubing set, it appears that the tubing caused an alarm (occlusion) when placed in the channel. Upon checking the tubing the clinical staff found a bubble inside of the tubing. They did not keep the packaging to determine the lot number.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-07. H6: investigation summary: 1 sample was returned by the customer. It was reported that there was a bubble inside of the tubing which resulted in an occlusion. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump module at 125 ml/hr with a vtbi of 125 ml. No bulging was observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free was clogged/blocked/occluded and experienced tubing expansion/ballooning/bulging. The following information was provided by the initial reporter: material #: 2420-0007, batch/ lot #: unknown. After priming a new IV tubing set, it appears that the tubing caused an alarm (occlusion) when placed in the channel. Upon checking the tubing the clinical staff found a bubble inside of the tubing. They did not keep the packaging to determine the lot number.